Event description:
It was reported that contamination occurred. A 6.0x40x135 cm express ld iliac / biliary stent balloon expandable was selected for treatment. However, during the procedure, an eyelash was found inside a consigned stent when opened. The device was not used in the procedure and the procedure was completed successfully. No patient complications were reported.